Manufacturer narrative:
This report is submitted on august 20 2018. (B)(4).

Event description:
Per the clinic, the patient developed an infection (suppuration) at the implant site and subsequently the issue was resolved with proper skin care and avoiding processor use until site had recovered. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
It was reported that the patient was treated with oral antibiotics (date and duration not reported).